Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopy. No electrical issues were observed. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.